Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact.should the information be provided later, a supplemental medwatch will be sent.batch # m5278p. The analysis showed that the tsw35 device was received in good visual condition and with a tr35w cartridge loaded on the device. The reload was received fully fired and with the reload lockout spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed and opened without any difficulties noted.

Event description:
It was reported that during an unknown procedure, during a stapling renal vein, the clamp has stuck on the patient's tissue. The surgeon opened and closed the clamp several times to release the clamp. Stapling was realized with success. There were no adverse consequences for the patient.